Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. While running 5c controls, the customer noticed a leak from the instrument. The volume of the leak was not reported and the leak was not contained. The operator was wearing gloves, eye wear, and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubing at vl 41a (valve 41a) was leaking less than 5 ml of diluent from a pinhole leak in the tubing at the valve. The fse replaced the tubing at vl41a to resolve the leak. Identification of failure modes: the failure mode of the leak was a cut in the tubing at vl41a. No erroneous results were generated. Upon recur; the failure mode is likely to generate erroneous differential and reticulocyte results due to improper diluent flow from the sheath tank to the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).

Manufacturer narrative:
The field service engineer (fse) found the tubing at vl 47a (valve 47a) was leaking less than 5 ml of diluent from a pinhole leak in the tubing at the valve. The fse replaced the tubing at vl47a to resolve the leak. Failure mode identification: the failure mode of the leak was a cut in the tubing at vl47a. No erroneous results were generated. Upon recur; the failure mode is likely to generate erroneous differential and reticulocyte results due to improper sample and diluent flow to the flow cell.